Event description:
It was reported that customer experienced damage to tandem charging cable and charging supplies were no longer functional. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, and technical support arranged replacement of damaged charging supplies with two-day shipping while another cable was already being sent under separate case.